Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 3 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "client had 3 cases of workers that were detected as sars-cov-2 positive by the bd veritor¿ system for rapid detection of sars-cov-2, 30 test and tested negative for sars-cov-2 by pcr."

Event description:
It was reported while testing for sars cov-2 3 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: "client had 3 cases of workers that were detected as sars-cov-2 positive by the bd veritor¿ system for rapid detection of sars-cov-2, 30 test and tested negative for sars-cov-2 by pcr."

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding the complaint that alleges 3 cases were detected as sars-cov-2 positive when using kit rapid detection of sars-cov-2 veritor ce(material # 256089), batch number 1089379 and negative for sars-cov-2 by pcr. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.